Event description:
It was reported on june 28, that a selenia dimensions unit was shaking while taking images. A field engineer examined on july 3 the device and found that all vta screws in the back of the vta assembly had worked themselves loose. The field engineer removed and replaced the vta assembly. Performed all necessary calibrations and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
Device history record review: system product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: 5/8/2017, system installation date: 5/24/2017, and unique device identified (UDI): (B)(4). A review of the complaint history for (B)(6) was performed and one additional complaint, (B)(4), related to lose vta bolts was found. (B)(4) was opened on 5/16/2024. The customer reported jerky motion during tomo. The fe was dispatched to the customer site and found the vta bolts were loose. The field engineer tightened the bolts to resolve the issue. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was one discrepancy noted in the DHR; however, it was not related to the vta assembly. Investigation methods and findings: the vta was on the system for 2,592 days. The vta was not returned for further investigation. Cause/root cause: the cause of the c-arm shaking was due to the loose vta bolts. Conclusion: complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation. This investigation will be closed and the root cause investigation for this issue will be documented on a corrective and preventive action. Future events will be monitored and trended.